Event description:
It was reported that the device was used during a laparoscopic gastric bypass. On the fourth firing, blue cartridge, when the device was opened to grasp tissue, two unformed staples were on the bowel. It appeared they may have come from the proximal end of the cartridge. The device was removed without firing that cartridge. The cartridge does not appear to have any staples missing. The device was reloaded with a new cartridge (blue) and fired successfully. During the case with each firing, the surgeon felt there was an increasing force to fire. The patient was morbidly obese and may have had thicker stomach tissue causing the higher force to fire. The same device was used to complete the case. All staple lines were stable and formed properly. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received with the rotating nozzle edges/tips damaged and melted, and with a blue cartridge reload present. The cartridge was received unfired. After further analysis, the articulation link was found broken. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device articulates and rotates as intended. A batch record review was performed and no anomalies were found during the manufacturing process.